Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and could not duplicate the reported issue. Physio replaced the therapy connection as a preventive measure and after completing unrelated repairs observed proper device operation through functional and performance testing and returned the device to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report a non-critical issue with their device related to charging batteries. Upon evaluation of the customer¿s device, the customer informed physio-control that following testing their device would not charge to shock or defibrillate. Physio observed the device would not recognize the customer's test plug. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Additional mfg narrative, of the initial medwatch report indicated: code # 2645 ¿ na code # 1133 ¿ unlabeled code # 2892 ¿ unlabeled code # 2917 ¿ unlabeled physio-control evaluated the customer's device and could not duplicate the reported issue. Physio replaced the therapy connection as a preventive measure and after completing unrelated repairs observed proper device operation through functional and performance testing and returned the device to the customer for use. The cause of the reported issue could not be conclusively determined. Section h10/h11, additional mfg narrative, of the initial medwatch report should have indicated: code # 2645 ¿ na code # 1133 ¿ unlabeled code # 2892 ¿ unlabeled code # 2917 ¿ unlabeled physio-control evaluated the customer's device and could not duplicate the reported issue. Physio replaced the therapy connector as a preventive measure and after completing unrelated repairs observed proper device operation through functional and performance testing and returned the device to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report a non-critical issue with their device related to charging batteries. Upon evaluation of the customer¿s device, the customer informed physio-control that following testing their device would not charge to shock or defibrillate. Physio observed the device would not recognize the customer's test plug. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.